Manufacturer narrative:
Per tandem's g4 user guide, "do not remove or add insulin from a filled cartridge after loading onto the pump". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 9. Reportedly, the customer filled the cartridge with 200 units of insulin and then added additional insulin to the cartridge to achieve 300 units of insulin. There was no impact to the customer's blood glucose level, and the customer was able to load a new cartridge successfully and resume insulin delivery.